Event description:
Caller reported receiving a minimum fill notification, which resulted in the customer's blood glucose level exceeding 500 mg/dl, though the specific value was displayed as "high." No immediate actions were taken by the customer to address the elevated blood glucose level. Customer initially declined to reload the same cartridge but, with guidance from technical support, successfully filled and loaded a new cartridge following proper technique, resolving the issue and allowing the pump to resume normal insulin delivery.